Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused a pressor during therapy at the blake 7 medical intensive care unit. Upstream occlusion (uso) alarm has already been cleared. There was no report of patient injury or medical intervention associated with this event. No additional information is available.